Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the patient¿s controller displayed a flow estimate of 0.9 l/min with a bypass perfusion flow of 2 l/min. However, the patient¿s mixed venous oxygen saturation was rising and an echocardiogram revealed a decompressed ventricle. At the time of the event, the patient was undergoing extracorporeal membrane oxygenation. Throughout the case, the perfusionist was flowing 4-5 l/min and the patient was stable. The site did not deem this event to be a complaint and reported that the controller remained in use on the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "intraoperative flow estimation error" could not be confirmed due to insufficient evidence provided by the site. Log file analysis could not be conducted since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Differences in estimated flow by the controller, and measured flow by another instrument may be affected by procedural-related factors, such as changes in viscosity, which is a parameter used in the enhanced flow estimation equation. Variation in hematocrit can occur during the operating procedure as a result of the cardiopulmonary bypass, which supports circulation during the implant procedure; the variation in hematocrit is difficult to account for during this time, and as a result, can affect the flow estimation. After the procedure, the patient's hematocrit will stabilize and the estimated flow will reach a baseline that is within expected ranges. Other factors that can contribute to the difference between the estimated flow and measured flow can be related to the accuracy of the measuring system and/or to the clinical state of the patient (whether the aortic valve is opening). Based on the available information, a possible root cause for "different between estimated and measured flow" can be attributed, but not limited, to variation in hematocrit due to the procedure, accuracy of the measurement system and/or due to the clinical state of the patient. If information is provided in the future, a supplemental report will be issued.